Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor fell off while gardening and it wasn't worn for very long. The customer also had a low blood glucose of 50 mg/dl after cleaning. The customer declined troubleshooting for both of these issues.